Event description:
It was reported that a non-dependent patient presented to clinic after several episodes of non-sustained right ventricular oversensing were detected. The episodes appeared to be myopotential noise upon examination. Programming changes were made.

Manufacturer narrative:
(B)(4).